Event description:
On (B)(6) 2012 it was reported that one of the buttons on the infusion device was not functional. It is not clear which button is not functioning. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.